Manufacturer narrative:
Additional information : h3-device evaluation: lens returned in a micro-centrifuge vial; dry. Visual inspection found no visible damage to lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Product manufactured but not sold in the u.s. (B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -12.0 diopter, into the patient's left eye (os) on (B)(6) 2018. Reportedly, the lens was exchanged on (B)(6) 2019 with a same size and model, different diopter lens due to refractive surprise. The problem was resolved. The cause of the event is reported as unknown.